Event description:
Catheter was inserted in right hand on (B)(6)2009. The catheter was repaired and trimmed at 29 cm from hub. The catheter was removed on (B)(6)2009. On (B)(6)2009, the baby experienced a number of arrythmias. They did x-rays but did not see any catheter particles in the ventricle. However, they felt that the tip of the catheter looked "funny" and that the markings on the catheter didn't look right.

Manufacturer narrative:
The sample was received on 20 february 2009 and is currently being de contaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).